Event description:
IV pump in ICU found with empty buretrol of fentanyl programmed at 2.9cc/hour and left for one hour and found empty of the 50cc medication but still in pump. Pt unharmed. Dates of use: 2009. Diagnosis or reason for use: liver failure / sedation for intubation. Event abated after use stopped: yes. Event reappeared after reintroduction: no.